Event description:
On (B)(6), 2010 the lay user/patient in (B)(4) contacted lifescan to report the one touch vita meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B)(6) 2010, the patient obtained an unspecified error message on the reported meter; he was unable to provide the specific error message that occurred. At that time, the patient had stored the test strips in a hot car while traveling in (B)(6). Fifteen minutes after the use of the meter, the patient experienced the symptoms of headache, blurred vision and depression. The patient took the action of taking an increased dose of insulin, 20 units instead of 12 units. The patient did not seek any medical attention or treatment. Troubleshooting revealed the error message occurred while the patient attempted to use test strips stored in a hot car in (B)(6). The issue was resolved when testing within acceptable temperature limits. According to the owner's booklet, this meter's operating temperature range is 10-44 degrees c. The issue was resolved with patient education. The patient used the meter and test strips outside acceptable temperature limits. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to obtain a blood glucose reading due to the meter error message issue, and received treatment with additional insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported pt data was missing from the system's image directory. No report of pt injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). 510(k) # is k082513.